Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 222021, and no non-conformance's related to the reported complaint were identified. During evaluation of the sample it was observed to be ruptured. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with mentor siltex contour profile high 450cc saline prostheses right sided deflation and pain post procedure. As a result, the devices were explanted on (B)(6) 2019. Both devices of the same lot number were returned to mentor and found to have been deflated through analysis on (B)(6) 2019. Therefore, mentor is conservatively going to report both devices as the impacted product, as there is no way to determine which device is the impacted product. One of these devices had been previously reported previously under 1645337-2019-10972. This report relates to the second device that could potentially be the impacted product as determined through failure analysis on (B)(6) 2019.